Event description:
It was reported that the customer called stating that the power module was alarming with a yellow wrench. The battery was replaced with no resolution. The power module was going to be sent in for repair.

Manufacturer narrative:
Section a -no patient was involved in the event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d5: operator of device corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of yellow wrench advisory alarm was confirmed via evaluation of the returned heartmate power module. The power module, serial number (B)(6), was returned for analysis to the service depot and was evaluated and tested on 04apr2025. Visual inspection of the unit revealed the streamline battery clip to be damaged. The unit was connected to ac power and the yellow wrench advisory and red battery alarms activated. The streamline battery clip and the backup battery were replaced and forwarded to the product performance engineering (ppe) department for further analysis. The power module was repaired and returned to the customer for further use. Upon receipt, the streamline battery clip and backup battery connection was inspected and revealed to be loose as a result of the damage to the streamline battery clip. This loose connection was determined to be the cause of the observed alarms. The provided information indicated a patient was not involved in this event as the power module was in storage. The root cause of the yellow wrench advisory alarm was determined to be due to damage to the streamline battery clip. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2021. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A patient was confirmed to not be involved as the power module was in storage at the time of the event.